Event description:
The hcp reported the pt was experiencing increased pain. An MRI was done that demonstrated an adhesion next to the catheter. The hcp suspected an inflammatory mass. The pt was experiencing no neuro deficits. The device system was explanted and not replaced.